Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned to one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification.

Event description:
It was reported that the patient presented for an explant procedure. The right ventricular (rv) lead was capped and replaced due to unknown reasons on (B)(6) 2026. In addition, implantation of the left ventricular (lv) lead was unsuccessful due to an unknown cause. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Based on new information, the 1458q/86 device was not implanted due to patient anatomy.